Event description:
Nurse at physician's office stated that last follow-up a manual cap reform was done and charge time was 21 seconds. While interrogating the device in 2004 and going to the screen for a manual cap reform, the programmer displayed an error. The programmer was turned off and rebooted. She was not able to communicate with the device again. Technical services advised her to explant the device.